Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Unpublished case report from the us. Silicone, textured implants manufactured by allergan implanted for cosmetic augmentation. The pt presented with effusion. Started as effusion and developed into disseminated systemic metastasis. Cd30 + alk. Date of death was in 2015. Cause of death: disseminated systemic disease, fulminant progression.